Event description:
Philips received a complaint on the heartstart mrx monitor/defib indicating that the device was unable to pass the self-test. Based on the results of the analysis, after the hospital equipment department cleaned the dirt off the defibrillator electrode plates, the device resumed normal use.

Manufacturer narrative:
Phone number: (B)(6).